Event description:
The pt underwent esphogastroduodenoscopy (egd) with biopsies. During the procedure, the bravo capsule failed to deploy as intended twice. Biopsies were collected prior to this failure. The capsule placement portion of the procedure was aborted. The pt was sent to the recovery room in stable condition and later discharged home.